Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to a flattened down button dome switch. No button error alarm noted during testing. The device was also received with a scratched keypad overlay.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 153 mg/dl. The customer stated that the down button was stuck. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.